Event description:
It was reported that the patient presented with torsades de pointes, and required external shock one time with cardiopulmonary resuscitation for several minutes. It was also noted that the previous device check showed sinus rhythm, although no atrial lead was placed. The torsades was initiated during the capture management testing, however it was unknown if the testing caused the torsades. The capture management for the patient's right ventricular (rv) lead and left ventricular (lv) lead was reprogrammed off. The rv lead was later capped, the lv lead remains in use and the device was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.